Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that due to a depleted battery, this device has been replaced. The physician was displeased with the duration of the battery life and requested the product be returned for a longevity assessment. Another boston scientific device was successfully implanted and no adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Subsequently two years post explant, this device was returned for disposal. No additional information was received with the returned unit. Standard post-market analysis was conducted.

Manufacturer narrative:
Information from the field states the device location is unknown; return unlikely. In the absence of a returned product, all investigation actions are complete. Should new information be received at a later date, the event will be further updated.